Manufacturer narrative:
The device history record was reviewed for the suspected contour® next meter with serial # (B)(6), and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Contour® next meter is similar to the contour® next gen meter available in us market. Therefore, product code nbw and 510 (k) # k223293 associated with the contour® next gen meter marketed in us were captured in sections d2b and g4 respectively. Contour® next meter with sku # 7920e and UDI # (B)(4); 7920e/(B)(6) was distributed outside of the us, therefore, no gudid information exists.

Event description:
A customer from australia reported that upon inserting a contour® next test strip into the contour® next meter, a yellow spark was emitted. The customer also indicated that she was experiencing hypoglycemic symptoms at the time of the incident. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Despite follow-up attempts, the customer did not return the suspected contour® next meter for evaluation. Since no product was returned, in-house testing could not be performed.